Event description:
Complainant reports an unknown number of endotracheal tubes have incorrect depth positioning markings.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional details have been requested. Should additional information become available, a follow-up report will be submitted. There are four cases associated with this complaint, therefore a separate FDA 3500a will be submitted for each lot. Height: (B)(6) cm.